Manufacturer narrative:
Exact date unknown, event occurred a year and a half ago from the appointment date (B)(6) 2021.

Event description:
It was reported that the device was not working as patient could no longer charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.